Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus. The customer's blood glucose reading was unknown at the time of incident. The customer indicated that the alarm was cleared by a complete set change and by using a new reservoir. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. No further assistance necessary.